Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery and a motor error alarm. The customer's blood glucose was unknown at the time of incident. Customer stated that insulin would not deliver due to no delivery and motor error alarms. Customer also mentioned that there is a crack under the insulin pump esc button that goes all the way to the reservoir chamber. During the no delivery troubleshooting, customer stated that it was resolved by infusion set and reservoir change. Customer also reported to have received over 600 mg/dl blood glucose during the no delivery event. Customer treated with insulin pump and no high blood glucose troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.